Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-40528. It was reported that a patient presented in-clinic for an explant procedure. Prior examination revealed the right atrial (ra) lead signal artifact as well as far r-wave over-sensing noted on the patient's implantable cardioverter defibrillator (ICD). The ICD was explanted on (B)(6) 2022, and no intervention was reported for the ra lead signal artifact. No patient consequences were reported.

Manufacturer narrative:
The reported field event of over sensing was confirmed by reviewing the egms in the device image. However, the reported field event was caused by external (non-device related) factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.